Manufacturer narrative:
At this time this product has not been returned. (B)(4).

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. Additional information revealed that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the longevity of this implantable pacemaker was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Data analysis revealed that the pacemaker was depleting prematurely. A safe replacement interval calculation was completed. Additional information revealed that the device was explanted. No additional adverse patient effects were reported. The device was returned and analyzed.